Manufacturer narrative:
This case was initially received via regulatory authority on 09-oct-2018. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("essure removed including uterus and fallopian tubes") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), disturbance in attention ("concentration problems"), myalgia ("a lot of muscle pain"), muscular weakness ("liitle muscle strength") and oedema ("edema"). The patient was treated with surgery. Essure was removed in 2016. At the time of the report, the medical device removal, fatigue, disturbance in attention, myalgia, muscular weakness and oedema outcome was unknown. The reporter provided no causality assessment for disturbance in attention, fatigue, medical device removal, muscular weakness, myalgia and oedema with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("essure removed including uterus and fallopian tubes") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), disturbance in attention ("concentration problems"), myalgia ("a lot of muscle pain"), muscular weakness ("little muscle strength") and oedema ("edema"). The patient was treated with surgery. Essure was removed in 2016. At the time of the report, the medical device removal, fatigue, disturbance in attention, myalgia, muscular weakness and oedema outcome was unknown. The reporter provided no causality assessment for disturbance in attention, fatigue, medical device removal, muscular weakness, myalgia and oedema with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.